Event description:
It was reported that noise that resulted in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. It was suspected that the episodes of noise were due to electro-magnetic interference (emi). No further intervention was performed. The patient was stable and will continue to be monitored.